Manufacturer narrative:
(B)(4).

Event description:
Medtronic received the following information obtained from the journal article entitled; commentary: could the chimney technique become the "holy grail" of endovascular treatment for type ia endoleaks after evar? Konstantinos p. Donas, giovanni torsello. (J endovasc ther august 2015 22: 575-577) a talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aneurysm repair. It was reported there was a type I endoleak and the aneurysm has expanded to 7.1cm in diameter, no cause was provided. The physician performed an intervention, two covered stents with the chimney technique were implanted in the renal arteries and an endurant stent graft in the talent stent graft, resolving the type I endoleak. No additional clinical sequelae were reported and the patient is fine.